Event description:
The customer states that there has been an upward shift in fsh results when using architect fsh calibrator lot number 33363q100 when using the architect fsh assay. No supsect pt results were generated or reported out of the lab. No impact to pt mgmt was reported.

Manufacturer narrative:
Following a customer complaint, abbott found an atypical stability profile of architect fsh calibrator lot 33363q100. The investigation to date has shown that both controls and pt results have shifted upwards together over time. There has been no adverse events associated with this issue to date. This is an intial report. An investigation is in process. A final report will be submitted when the investigation is complete.